Event description:
Per the clinic, the device was explanted on (B)(6) 2012, due to infection. Reimplantation is planned but has not taken place as of the date of this report (B)(6) 2012. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).